Event description:
It was reported to medtronic minimed that the customer reported air bubbles. The customer reported the air bubbles on the reservoir that causing the sugar to go high. The customer experienced hyperglycemia. The event involved product(s) unomedical, unk_ngp, unk_reservoir, and unk_adcsensor. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the air bubbles, and the customer confirmed used room temperature insulin. Customer not successful in purging air bubbles. No further patient complications were reported. No product return is required for unomedical, unk_ngp, unk_reservoir, and unk_adcsensora.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and section h6(added 2522 in medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received, customer states that the connection between connector cap and reservoir are not stable causing air bubbles.